Event description:
Patient: female (B)(6) y/o, healthy with good quality bone. Occurrence: dr. (B)(6) was inserting the half-pin with a power drill (not by hand). Pin passed thru 1st cortex normally, indicated extra force had to be applied to drill to continue the insertion, half-pin started inserting into the second cortex and he heard a pop, the tip broke. He left the pin in place and the metal will be left in the patient with the half-pin is removed in approx 3-6 weeks.

Manufacturer narrative:
The following information is omitted from this report as it is not available. Two follow-up attempts were made to secure this information from the initial reporter but none is available at the time this report was submitted. Patient name or other identifier. Patient weight. Description of relevant tests, including dates and laboratory data. Other relevant patient history including preexisting medical conditions. Model number. Lot number. Expiration date. UDI. Date of device explantation. Concomitant medical products and therapy dates. Device manufacture date.